Manufacturer narrative:
Serial # not provided. Mw5071781. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that during transport the ventilator shut down while on patient. The customer reported that the unit was in use on patient, there was no patient harm.

Manufacturer narrative:
This is a duplicate of emdr #2031642-2017-02796.